Event description:
Reporter indicated that he received error messages while attempting to interrogate a pt's vns therapy pulse generator. Troubleshooting identified the problem as the programming wand. Wand was subsequently returned to MFR for product analysis. During analysis the reported issue, communication difficulties, was confirmed. Analysis showed that an anomaly existed with a printed circuit board component that could cause communication errors if the device were subjected to a noisy environment. Analysis of the printed circuit board assembly found the operational amplifier u1 to be the root cause of the problem. This condition made the received circuits to be overly sensitive to environmental noise which could create communication errors. After the defective printed circuit board component u1 was substituted, passing functional test results verified consistent communication of the wand using a bench laptop computer and a pulse generator.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.